Event description:
It was reported that a pin was broken off and stuck in the mating device therapy connector. The device would not be able to deliver defibrillation therapy in this condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the device therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and found a broken pin stuck in contact number eight.